Manufacturer narrative:
(B)(6). Original implant date was approximately seven (7) years ago using the click x system from s1-t12. Other: UDI: unknown part number, unknown lot number. This report is for unknown unk spine "click x system/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a spine lumbar revision extention surgery using the click x system occurred for levels t9-l1 on (B)(6) 2016 for adjacent disc disease between t11-t12. New screws and side connectors were used for t9-l1. Original surgery and implant date was approximately seven (7) years ago using the click x system from s1-t12. The same surgeon performed the original surgery and revision extension surgery. Patient status is listed as stable. This complaint involves 1 devices. (Unk spine "click x system" will be used to capture since construct is unknown). This report is 1 of 1 for (B)(4).